Event description:
Device 1 of 8. Reference MFR report# : 1627487-2014-21720, 1627487-2014-21721, 1627487-2014-21722, 1627487-2014-21723, 1627487-2014-21724, 1627487-2014-21725, 1627487-2014-21726. The patient (B)(6) received four percutaneous leads, two of which belong to the same lot. Additionally, the patient has two anchors with the same lot number. It was reported the patient's sjm system was explanted due to an ongoing infection. The ipg explant was documented in reference MFR. Report: 1627487-2014-00105 due to an unrelated issue. There is no additional info available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.